Event description:
Patient's feedings were delayed due to a malfunctioning feed bag or feeding pump. We are unsure which one is the cause at this point. The pump continued to read feeding error. The pump was changed out as well as the feeding bag and it still alarmed feeding error. The gastric jejunostomy tube flushed easily and it was clear. An older feeding pump and bag were put in place which worked without issue.